Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a cracked connector is inconclusive due to the lack of detail in the returned photo. Three photographs of a 20g safestep infusion set w/ valved y-site were returned for evaluation. Inspection of the photographs found that a longitudinally aligned streak of biological residue was present on the valved y-site, between the proximal end of the luer threads to the distal end of the luer threads. However, the photo did not provide enough detail to determine if any damage was present below the residue or if the observed streak was only biological residue. No other remarkable features throughout the photographs were observed. Based on the available material for review, there is insufficient evidence to identify the alleged issue or a root cause of the reported issue. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the needle-free connector is cracked and leaking. No further details available or provided.